Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported cannula dislodged event. The cause of the dislodged event could not be determined. The adhesive pad was returned fully attached to the device. No damages or deficiencies to the adhesive pad or welds were observed. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported the patient's blood glucose levels (bg) rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge in the shower. As treatment, the patient changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.